Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed. Method & results: the head was broken and (B)(6) fragments were returned. Those fragments represented approximately (B)(4) of the original material from the head. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. A material analysis report concluded that: there was no evidence of manufacturing or material defects observed on the returned alumina head. Nothing could be learned of the alumina head fracture origin as all the primary fracture surfaces suffered post fracture damage obscuring the fracture origin. The typical continuous metal transfer ring was not evident on all of the machined tapered surfaces of the returned fragments. If there was a discontinuous metal transfer pattern, upon loading, a discontinuous contact pattern may cause localized elevated stress levels within the alumina head, leading to breakage. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as insufficient information was received. Further information such as additional x-rays, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that there was allegedly a fracture of ceramic alumina head and that the patient described the hip as giving way during walking. Revision surgery was undertaken to replace stem and head on (B)(6) 2015. It was noted that the patient did not experience any falls or trauma which may have contributed to the event. There are no relevant medical conditions reported which may have contributed to the event.

Event description:
The customer reported that there was allegedly a fracture of ceramic alumina head and that the patient described the hip as giving way during walking. Revision surgery was undertaken to replace stem and head on (B)(6) 2015. It was noted that the patient did not experience any falls or trauma which may have contributed to the event. There are no relevant medical conditions reported which may have contributed to the event.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.